Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the second inflation of a balloon catheter, pericardial effusion was observed. The patient was stable after the fluid was drained and the balloon catheter was removed. Another catheter was used during the procedure with no issues observed. No further patient complications have been reported as a result of this event.